Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: time between 3.0 and 5.8 inr on (B)(6) 2012: minutes. Time between 3.7 and 3.9 inr on (B)(6) 2012: 1.5 - 2 hrs. Time between 3.9 and 2.7 inr on (B)(6) 2012: minutes. Pt's therapeutic range: 2.0-3.0 inr. Home nurses conduct inr testing for the pt.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.0; reference: 5.8; mean: 4.40; confidence limits: 2.5-6.5. Inratio2: 3.7. 3.9; reference: 2.7; mean: 3.43; confidence limits: 2.0-5.0. Inratio2 precision data provided by end-user: 1st inr: 3.7; 2nd inr: 3.9; mean: 3.80; sd: 0.14; %cv: 3.72. A 1.8 inr result was excluded from comparison test since result was obtained on a different day and no corresponding reference or repeated inratio2 value was provided. Analysis of customer's data revealed that both inratio2 and reference test result comparisons meet accuracy criteria. Repeated inratio2 test result comparison also met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Root cause of complaint could not be determined. As reviewed on (B)( 6) 2012, seventeen discrepant result complaints were reported for lot #281264, yielding a complaint rate of 0.044%. Due to this low occurrence rate, below the action threshold of >0.07%, no action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.